Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
On 08/29/2023, it was reported by a distributor via sems-06017670 that an ar-6592-08-40 passport button cannulas "insert" portion. This occurred during a rotator cuff repair, the device broke near the end of the procedure. The broken fragment was fully retrieved, and a new cannula was opened and used to complete the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.